Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and light headedness. It was noted the right ventricular (rv) lead had been experiencing high thresholds that were originally noted at the patient's last device exchange procedure. The lead was now experiencing non-capture at times. The lead was capped and replaced. No further patient complications have been reported as a result of this event.